Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple "false no insulin delivery alarms" occurred. There was no reported impact to customer's blood glucose. Customer declined to provide additional information and declined tandem technical support's offer to follow up.